Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, there was a bile leakage. It was noted that there was no problem encountered during the procedure. The clips from the 2 devices did not hold the tissue. To resolve the issue, the surgeon control with endoscopic retrograde cholangiopancreatography procedure that was performed the next day to resolve the issue.